Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming. No adverse reaction occurred in the patient". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component and the rail of the complaint sample were observed to be positioned incorrectly, allowing the staples to become misaligned at the front of the cover block. The pusher was angled downwards due to the incorrect bottom weld, allowing staples to become misaligned. Functional testing could not be completed due to the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. A device history record review was performed and no relevant findings were identified. A non-conformance was previously initiated to evaluate this issue. Incorrect welding due to incorrect positioning of the bottom component of the cover block was identified as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staple jamming. No adverse reaction occurred in the patient". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming. No adverse reaction occurred in the patient". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "staple jamming. No adverse reaction occurred in the patient". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Section d.4.- unique identifier (UDI)# corrected to (B)(4).